Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the instrument had frayed cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver instrument associated with this complaint and completed its investigation. The failure analysis (fa) investigations replicated/confirmed the reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. No image or video clip for the reported event was available for review. A review of the device logs for the large suture cut needle driver instrument (part# 471296-07 / n10210719-0235) associated with this event has been performed. Per this review of the logs, the instrument was last used on 26-apr-2022 via system serial# (B)(4) for a benign hysterectomy surgical procedure. There were 8 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is being reported due to the following conclusion: failure analysis found the large suture cut needle driver instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.